Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's pocket site was not healing properly. The patient was provided oral antibiotics prophylactically and an ointment to treat the wound. There were no reports of further complications.